Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had high blood glucose but not hospitalized. Customer's blood glucose was 562 mg/dl. The customer was advised to disconnect pump and perform corrective injection with the pen. The customer stated that the blood sugar level is stabilized. The customer was advised that we are sending a box to replaced the defective product.